Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Customer tried to address bg by consuming glucose tablets. Ultimately, the customer went to the emergency room (ER). The customer could not recall the details regarding the ER visit. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.